Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2015-00351, -00352. Report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly the patient was revised due to aseptic loosening stem; dissociation of liner; implant fracture head; implant fracture stem; malalignment stem; periprosthetic fracture stem (left). Secondary revision njr index no: (B)(4).